Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the motor controller board to fix the reported issue and completed the pm with full calibration, functional testing and safety checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra aortic balloon pump (iabp) alarmed "electrical test failure # 50. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra aortic balloon pump (iabp) alarmed "electrical test failure # 50. There was no patient involvement and no adverse event was reported.